Manufacturer narrative:
The report of low-speed and pump stoppage events can be confirmed based on the submitted system controller log file. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events cannot be determined without an evaluation of the device. The patient remains ongoing on left ventricular assist system (lvas) support using the ungrounded patient cables. No product available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient¿s vad system had pump stoppages. A system controller exchange was performed and the patient was provided an ungrounded power module patient cable for use while on power module support. During the system controller exchange, the patient developed symptoms of shortness of breath, lightheadedness and may have lost consciousness. The patient did not have any clinical signs/symptoms of pump thrombus. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages while connected to the power module which appeared to be related to a potential short to shield condition. On (B)(6) 2017, the customer reported that the patient would be listed status 1a for transplant and would be discharged home with ungrounded patient cables for use while on power module support. No additional information was provided.